Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose. The customer states they got into a car accident and their blood glucose were noted to be 32mg/dl. The customer states the paramedics injected glucose, and when the customer got the hospital, their levels were at 142mg/dl. The customer was driving the one driving the vehicle. Troubleshoot was conducted, and the device was found to be operating as design. The customer was advised to monitor the device and call back if issues arise.